Manufacturer narrative:
¿Date of event¿ is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. During processing of this complaint, attempts were made to obtain complete event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient had unrelated surgeries on unknown dates during which the ipg was not put into surgery mode. After the surgeries, the ipg was unable to communicate with external devices. Troubleshooting did not resolve the issue. Surgery may occur to address the issue.